Manufacturer narrative:
Concomitant medical products: brand name: micra, model #: mc1vr01, expiration date: 28 mar 2022, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device manufacture date : 20 jan 2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that the leadless implantable pulse generator (ipg) exhibited recapture difficulty due to the ipg not fitting into the recapture cone; recapture was abandoned. It was also reported that the ipg exhibited a decrease in thresholds. Post operatively the ipg exhibited increase of thresholds and high thresholds. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.